Manufacturer narrative:
Visual analysis of the photographs identified; an opening, red particles on the shell, and white biological tissue on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and concern with product.

Event description:
Patient reported right side capsular contracture baker grade iii/IV and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient later reported a leak. The device has been explanted.